Event description:
The report stated that during an adrenalectomy, the device did not work in fusion mode. The hospital did not report the incident to afssaps, because they did not determine that the ligasure caused or contributed to the death.

Manufacturer narrative:
The incident generator was tested and found to perform within specification. The specific cause of death has not been reported to tyco healthcare. The investigation is ongoing. Tyco healthcare france is contacting the site to obtain further information on this incident.